Event description:
Caller reported that the indicated battery charge of the device dropped 60% in a short period, and the issue persisted with the battery charge dropping to 5%, even while the device was connected to a functional power source. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to unplug the device until the battery charge reached 1% and then to reconnect it. After completing these steps, no further issues were reported.